Manufacturer narrative:
Analysis was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window and cracked reservoir tube window thru reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer reported that the sensor was no longer detecting the reservoir. The customer's blood glucose was 121 mg/dl at the time of incident. The insulin pump will be returned for analysis.